Event description:
Unk pt was revised in 1999 after 4 1/2 years. The tibial inserts are worn so badly that the titanium tray is also severely worn away. The device bears the name "johnson", but no product code is visible due to the cement. The device can only be described as a modular tib tray; posterior lip insert; and cruciate retaining femoral component until further info is received.